Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30359861 was reviewed and the product was produced according to product specifications. The root cause could not be determined. All information reasonably known as of 25 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2026-00144 for the second report. It was reported, the gastrostomy tube was initially placed on (B)(6) 2025 and fell out of the new stoma on (B)(6) 2025.